Event description:
We received a FDA medwatch complaint on product # 8283 from unknown user. It is stated that a posey bed alarm was placed on a trauma patient and the alarm did not sound when the patient tried to exit the bed. This resulted in a fall from the bed. It is designated as a serious injury. The reporter has decided to remain anonymous. Date of the report is (B)(6) 2023. Reported initially by brenda ammonette reg/comp manager. 920-279-7744 or e-mail at bammonette@tidiproducts.com. Lot # 2144t217. Information given was extremely limited.

Manufacturer narrative:
The tidi regulatory compliance manager received an email from the FDA original letters stating that the FDA received a medical device report from a reporter who elected not to be identified concerning the tidi 8283 bed sensor pad. This event is reported solely on the medwatch information provided by the FDA. An investigation of similar complaints revealed several potential causes, including damages to either the alarm sensor receptacle or the sensor rj-11 clip. Damage to the sensor receptacle can cause the pins inside to become stuck down, either triggering no alarm or false alarm. It can also cause the sensor cable to not have a secure fit with the receptacle, allowing for movement to affect the function. Likewise with damage to the sensor cable clip. Other causes, such as corrosion and moisture damage, are also a possibility. A device history record (DHR) of the affected lot number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The unit passed all verification testing and met manufacturing specifications prior to being released for distribution. Without the return of the device reported issue could not be confirmed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file number 2023-00348 MDR report number mw5114480.